Event description:
A patient was undergoing a MRI procedure when the operators became aware that the magnet was starting to quench (release helium from the magnet) . The helium is released into the atmosphere where the patient and the unit were located, so it is imperative that the patient be removed immediately from that environment. The operators relocated the patient to another area. The manufacturer was contacted and a technical service representative arrived on-site to repair the unit. He determined that the chiller had malfunctioned (a leak) which caused water to electrically short out a circuit board that controls the quenching process. He ordered a replacement board, installed it and put the unit back in service. Follow up: the patient was not harmed by this malfunction. This report is being sent to medsun.